Event description:
A recharger was returned with no known issues. An in-house failure of the device was found.

Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6). G2: the country of origin is australia. H3: analysis of the recharger, model# 37751 serial# (B)(6), revealed that the device wouldn't power up, and there was corrosion on the connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.